Event description:
It was reported that during an implant procedure, this electrode was positioned and during defibrillation threshold testing (dft), the system was unable to convert the patient out of ventricular fibrillation (vf). The shock impedance measurement was observed to be one ohm. Upon inspection, the insulation of the electrode was observed to have been abraded. Surgical intervention was performed and an electrode repair kit was used and the insulation was repaired. During the second round of dft's, the system was able to successfully convert the patient out of vf with shock impedance measurements of 124 ohms reported. The electrode remains in service and there were no additional adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.